Event description:
Attempted balloon angioplasty of 27mm perimount valve with 25mm tyshak ii balloon. During inflation, balloon ruptured. Balloon removed but distal catheter tip detached from proximal portion. Successfully retrieved over the wire. The indication the doctor used the balloon for was bav. The balloon ruptured circumferentially at 1 atm. This happened in (B)(6) of 2014, but was not reported until (B)(4) of 2014.

Manufacturer narrative:
The catheter was returned to numed to review. The balloon has broken in two pieces. All pieces are accounted for. The balloon burst was circumferential as well as longitudinal leaving a section of the balloon that has been torn free along with the tip. This catheter is indicated for pulmonary valvuloplasty only and was being used off label to dilate a larger perimount. A comparison catheter was pulled for testing. The labeled rbp for this device is 1.5 atm, and the nominal pressure is 1.0 atm. This catheter was passed through a 9fr braun introducer and then inflated in a body temperature bath. The balloon burst longitudinally at 3.0 atm of pressure, which is well within spec. The use of the catheter off label for bav of a mechanically engineered valve could account for the balloon burst.